Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device evaluated by manufacturer: examination of the returned complaint device revealed that the device has a kink at the distal section while in the neutral position at 17mm from the tip. Besides the ring#2 has broken adhesive and fluids under the adhesive on rings #1, #2. Rf ablation and electrical testing was performed and the device met specification. Both curves are not placed in the template shaded areas, the device failed the dimensional test. The handle was opened, and no issues were detected in that section. The device was dissected and the guide coil was inspected finding no issues on it. The distal section was dissected finding the center support kinked at 16 mm from the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR: 2134265-2015-02779. Reportable base on analysis completed on (B)(4) 2015. It was reported that during an ablation treatment procedure, the distal tip was kinked. A 7/110/2.5/8-10 n4 intellatip mifi¿ xp temperature ablation catheter was selected. During the procedure electrodes 1 and 2 of this catheter became unable to observe. All cables were replaced but the issue was not resolved; therefore, the catheter was exchanged with another of the same device. The second 7/110/2.5/8-10 n4 intellatip mifi¿ xp temperature ablation catheter was selected; however, this catheter eventually became unable to observe electrode in the 1st and 2nd. When the catheter was removed from the patient, the distal tip was found to be kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good. However, device analysis revealed broken adhesive on the rings.